Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling by themselves. Customer's blood glucose is 142 mg/dl. He stated he went bike riding when it was raining, but the device was not wet. He is very careful with it. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. The unit also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.